Event description:
It was reported that the patient underwent a revision of prior spinal fusion which included interbody and posterolateral fusion of l2/3 and l3/4. The interbody fusion consisted of a 2-level tlif using rhbmp-2/acs and 12x26mm peek vertebral body spacers at each level supplemented with local autograft. The posterolateral fusion consisted of a resorbable ceramic compression resistant matrix wrapped in rhbmp-2/ acs and supplemented with local autograft and posterior fixation instrumentation. A medium hemovac drain was placed prior to closure. In response to recurrent leg pain, an MRI was performed a few days post-op, which demonstrated a fluid consistent with a large hematoma that was compressing the cauda equina. A surgical intervention was performed seven days post-op to evacuate the epidural hematoma and decompress the affected neural elements. During the intervention, a large volume of serosanguinous fluid was drained upon dissection through the paraspinal muscles. Additional fluid and clots were exposed and evacuated in the epidural region as well. Cytology results on the extracted fluid were inconclusive; the fluid had clotted. As of three months post, the patient had experienced no recurrence of hematomas, and leg pain improved. Interbody and posterolateral fusions were noted on x-ray at that time.

Manufacturer narrative:
Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Device was not returned to manufacturer for evaluation. Therefore, we are unable to determine the cause of the event.